Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned, with body fluid noted in the lead lumen. There was one set screw mark noted on the terminal pin, no discernable set screw marks were noted on the ring. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to diaghram stimulation and loss of capture. A new lead was successfully implanted in it's place without incident. No adverse patient effects were reported.